Manufacturer narrative:
Continuation of d10: product ID 8781; lot# 0230376574; implanted: (B)(6) 2025; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781; serial/lot #: (B)(6), ubd: 28-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) and a consumer (con) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the pump patient reported hearing their pump alarm go off. The patient came in for a refill and the nurse confirmed with the logs that the patient had two motor stalls. One stall lasted 20 minutes and the other lasted 10 minutes. Both motor stalls seemed to have recovered. While performing the refill procedure, the nurse commented that the patient had 38.5 ml of medication still in the pump. The patient was sent for imaging and the hcp believed that the catheter had become detached from the pump. The patient was educated on magnetic interference with the pump and said that there were no known factors. Diagnostics/troubleshooting performed included imaging was done and the patient would be scheduled for an operating room (or) to explore what was going on and potentially to have components replaced. No actions/interventions were taken at the time. It was unknown if the issue was resolved at the time of the report.